Manufacturer narrative:
One bd extension set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. A leak was seen coming from the vent. An air under water pressure test showed a steady stream of bubbles. The hydrophobicity of the membrane must have been compromised by the medication during transport. No issues with the filter membrane. Air was injected into the set and did not go past the filter. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported by customer air noted in the tubing after the filter. Bd maxzero microbore IV tubing with filter. No patient harm.